Manufacturer narrative:
The instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site¿s system logs. The system logs reveal that the instrument was last used during a da vinci-assisted surgical procedure performed on (B)(6) 2018 as reported by the initial reporter. No related system errors were found to have occurred during the surgical procedure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the fenestrated bipolar forceps instrument possibly broke off, fell inside the patient, and was not retrieved. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that in central processing, the site identified ¿breakage of the pulley cover¿ of the fenestrated bipolar forceps instrument. The initial reporter indicated that instrument was used during a da vinci-assisted radical cystectomy procedure performed on (B)(6) 2018. The site inspected the instrument prior to use. Prior to the procedure, the site reportedly opened and closed the instrument to check the instrument. The site indicated that there is a possibility that a fragment from the fenestrated bipolar forceps instrument broke off, fell inside the patient, and was not retrieved.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. The instrument was found to have a broken bipolar yaw pulley. A broken piece was identified to be missing as a result of the breakage. The size of the missing piece was approximately 0.142¿ x 0.047¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was also found to have a broken or dislodged conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed an electrical continuity test. No signs of thermal damage were observed. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the fenestrated bipolar forceps instrument possibly broke off, fell inside the patient, and was not retrieved. However, there is no indication that a malfunction of the instrument occurred. An evaluation of the instrument revealed that the instrument damage was likely caused by mishandling/misuse.